Event description:
Bayer case number: (B)(4) pelvic pain "[pelvic pain female]", asthenia "[asthenia]" , concentration difficulties "[concentration impairment]" , sleep disturbances "[sleep disturbance]" , hearing disturbances "[auditory disorder]" , headaches "[headache]" , dizziness "[dizziness]" , itching "[itching]" , eczema which resolved after the removal of essure "[eczema]" , irregular cycle "[irregular periods]", paratubal cyst "[paratubal cyst]" , adenomyosis "[adenomyosis]" , incontinence "[incontinence]" , transit disorders with diarrhea "[deglutition disorder]" , diarrhea "[diarrhea]" , mammary cyst "[breast cyst]" , prolapse "[prolapse]", diffuse muscle pain "[muscle pain]" , diffuse joint pain "[joint pain]" , bilateral cervicobrachial neuralgia "[cervicobrachialgia]" , sinus pain "[sinus pain]" , paresthesia of the right hemiface "[hemiparesthesia]" , sciatica "[sciatica]" , chronic chest pain "[chronic chest pain]" ,,, dyspnea "[dyspnea]" , abdominal pain "[abdominal pain]" , palpitations with malaise sensation "[palpitation]" , palpitations with malaise sensation "[malaise]" , extrasystole "[extrasystoles]" , polyps "[polyps]" , lymphadenopathy "[lymphadenopathy]" , hiatal hernia "[hiatal hernia]" , joint cyst "[cyst]" , gastritis (with different pain than usual) "[gastritis]" , thyroid nodules "[thyroid nodular]" , ear disorder "[ear disorder]" , tinnitus "[tinnitus]" , breast pain "[breast pain]" , mood disorders with suicidal ideation "[suicidal ideation]" , mood disorders with suicidal ideation "[mood disorder]" , hematomas "[hematoma]" , pain in body "[general body pain]" , oral pain "[oral pain]" , facial pain "[facial pain]" , epigastric pain "[epigastric pain]" , bulbitis "[bulbitis of duodenum]" , persistent cough "[persistent cough]" , fever "[fever]" , bilateral cervicobrachial neuralgia "[cervicobrachialgia]" , spinal pain "[spinal pain]" , lumbosciatica "[lumbosciatica]" , lateral epicondylar tendinopathy "[tendinopathy]" , foot pain "[foot pain]" mild sigmoid diverticulosis. "[Sigmoid diverticulosis]" adenomyosis "[adenomyosis]" , paratubal cysts. "[Paratubal cyst]" , sick leave "[sick leave]" . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gastritis, stomach ulcer, smoker (4-5 cigarettes daily), gravida ii and parity 1 (1993). On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced pelvic pain (seriousness criterion intervention required), asthenia ("asthenia"), disturbance in attention ("concentration difficulties"), sleep disorder ("sleep disturbances"), auditory disorder ("hearing disturbances"), headache ("headaches"), dizziness ("dizziness"), pruritus ("itching"), eczema ("eczema which resolved after the removal of essure"), menstruation irregular ("irregular cycle"), a first episode of adnexa uteri cyst ("paratubal cyst"), a first episode of adenomyosis ("adenomyosis"), incontinence ("incontinence"), dysphagia ("transit disorders with diarrhea"), diarrhoea ("diarrhea"), breast cyst ("mammary cyst"), prolapse ("prolapse"), myalgia ("diffuse muscle pain"), arthralgia ("diffuse joint pain"), a first episode of cervicobrachial syndrome ("bilateral cervicobrachial neuralgia"), sinus pain ("sinus pain"), hemiparaesthesia ("paresthesia of the right hemiface"), sciatica ("sciatica"), chest pain ("chronic chest pain"), dyspnoea ("dyspnea"), abdominal pain ("abdominal pain"), palpitations ("palpitations with malaise sensation"), malaise ("palpitations with malaise sensation"), extrasystoles ("extrasystole"), polyp ("polyps"), lymphadenopathy ("lymphadenopathy"), hiatus hernia (" hiatal hernia "), cyst ("joint cyst"), gastritis ("gastritis (with different pain than usual)"), thyroid mass ("thyroid nodules"), ear disorder ("ear disorder"), tinnitus ("tinnitus"), breast pain ("breast pain"), suicidal ideation ("mood disorders with suicidal ideation"), affective disorder ("mood disorders with suicidal ideation"), haematoma ("hematomas"), pain ("pain in body"), oral pain ("oral pain"), facial pain ("facial pain"), abdominal pain upper ("epigastric pain"), duodenitis ("bulbitis"), cough ("persistent cough"), pyrexia ("fever"), a second episode of cervicobrachial syndrome ("bilateral cervicobrachial neuralgia"), spinal pain ("spinal pain"), lumbosciatica ("lumbosciatica"), tendon disorder ("lateral epicondylar tendinopathy"), pain in extremity ("foot pain"), diverticulum intestinal ("mild sigmoid diverticulosis."), a second episode of adenomyosis ("adenomyosis"), a second episode of adnexa uteri cyst ("paratubal cysts.") And sick leave ("sick leave"). The patient was treated with sotalol (sotalol hydrochloride) as well as surgery (otal hysterectomy with bilateral tubo-ovarian adnexectomy). At the time of the report, the disturbance in attention, pruritus, eczema, dysphagia, extrasystoles, haematoma and pain had resolved. The outcomes for pelvic pain, asthenia, sleep disorder, auditory disorder, headache, dizziness, menstruation irregular, incontinence, diarrhoea, breast cyst, prolapse, myalgia, arthralgia, sinus pain, hemiparaesthesia, sciatica, chest pain, dyspnoea, abdominal pain, palpitations, malaise, polyp, lymphadenopathy, hiatus hernia, cyst, gastritis, thyroid mass, ear disorder, tinnitus, breast pain, suicidal ideation, affective disorder, oral pain, facial pain, abdominal pain upper, duodenitis, cough, pyrexia, spinal pain, lumbosciatica, tendon disorder, pain in extremity, diverticulum intestinal, sick leave, the last episode of adnexa uteri cyst, the last episode of adenomyosis and the last episode of cervicobrachial syndrome were unknown. The reporter considered abdominal pain, abdominal pain upper, the first episode of adenomyosis, the second episode of adenomyosis, the first episode of adnexa uteri cyst, the second episode of adnexa uteri cyst, affective disorder, arthralgia, asthenia, auditory disorder, breast cyst, breast pain, the first episode of cervicobrachial syndrome, the second episode of cervicobrachial syndrome, chest pain, cough, cyst, diarrhoea, disturbance in attention, diverticulum intestinal, dizziness, duodenitis, dysphagia, dyspnoea, ear disorder, eczema, extrasystoles, facial pain, gastritis, haematoma, headache, hemiparaesthesia, hiatus hernia, incontinence, lymphadenopathy, malaise, menstruation irregular, myalgia, oral pain, pain, pain in extremity, palpitations, pelvic pain, polyp, prolapse, pruritus, pyrexia, sciatica, lumbosciatica, sick leave, sinus pain, sleep disorder, spinal pain, suicidal ideation, tendon disorder, thyroid mass and tinnitus to be related to essure administration. The reporter commented: since the removal of essure, some symptoms were resolved: pain in body, itching, hematomas, extrasystoles, partial transit disorders and concentration disorders. The patient also reported being more relaxed, more attentive and more focused. She was no longer aggressive and was able to organize herself. The was able to resume sporting activities. The patient felt better since the removal of essure. The patient requested medical expertise. According to the patient¿s lawyer, these symptoms were related to essure. On (B)(6) 2018, the cardiologist referred the patient to another doctor due to the resistance of her extrasystole to various treatments. He then requested an opinion regarding the removal of the extrasystolic focus. On (B)(6) 2018, consultation regarding the possibility of an ablation. On (B)(6) 2021, consultation with an orthopedic specialist, for persistent spinal pain. The specialist then suggested pelvic work in osteopathy. During the consultation on (B)(6) 2022, a cardiologist found no evidence supporting cardiopathy. On (B)(6) 2024, the doctor referred her to an ent specialist due to chronic sinus pain. The analysis of the samples taken during the endocervical curettage revealed the presence of numerous polymorphic inflammatory cells as well as a low-grade intraepithelial squamous lesion. Diagnostic results (normal ranges are provided in parenthesis if available): "[biopsy cervix]" on (B)(6) 2024: cervical biopsy. "[Breast scan]" in 2017: without any particularities allowing us to rule out an ischemic component to the extrasystole. "[Chest scan]" on (B)(6) 2023: due to chronic chest pain. No abnormalities. "[Chest x-ray]" on (B)(6) 2019: due to persistent cough and fever. The doctor found peribronchial thickening "[colonoscopy]" on (B)(6) 2024: a gastroscopy and a colonoscopy were performed again. The gastroscopy revealed erythematous antral gastritis. The colonoscopy showed mild sigmoid diverticulosis "[computerised tomogram]" on (B)(6) 2025: she underwent a sinus scan that showed moderate mucosal thickening of the maxillary sinus floor and the frontal sinuses. Suffering from pain in the temporomandibular joint, "[echocardiogram]" on (B)(6) 2017: it was found no abnormalities. "[Endoscopy]" on (B)(6) 2016: gastric heterotopia with dystrophic glands and the presence of unusual morphology neuroendocrine hyperplasia "[magnetic resonance imaging]" on (B)(6) 2021: the examination showed disc protrusions and joint osteoarthritis at the l5-s1 level.; (dates unknown): he examination revealed degenerative disc osteophyte involvement from c4 to c7. And ruled out a possible morton's neuroma and concluded the existence of bursitis. "[Magnetic resonance imaging head]" on (B)(6) 2023: as part of a headache evaluation, revealed no suspicious images.; on (B)(6) 2025: performed due to chronic headaches revealed no focal intracerebral lesions.; on (B)(6) 2025: conducted in this context revealed no abnormalities. "[Magnetic resonance imaging pelvic]" on (B)(6) 2024: s part of a prolapse evaluation. The examination confirmed a "multicompartmental pelvic floor dysfunction (essentially posterior) associating a cystocele due to grade I cervico-cystoptosis, an accompanying hysterocele, early focal dissection of the upper rectovaginal septum, and a 3 cm anterior rectocele with retention, supralevator grade 2, without associated rectal prolapse. "[Oesophagogastroscopy]" on (B)(6) 2023: revealed a hiatal hernia. The analysis of the samples taken during the procedure showed a significantly normal gastric mucosa.; (date unknown): t was concluded to the existence of a diverticulum at the level of the esophagus, severe antral gastritis, and a bulbous polyp. No sign of malignity. "[Scan]" on (B)(6) 2019: the examination returned without particular findings. "[Skull x-ray]" on (B)(6) 2019: performed due to persistent right frontal pain, showed "decreased transparency of the right maxillary sinus." Presenting with cervical pain during exertion, she. Consulted for an x-ray. It was concluded to be a disturbance in spinal statics. "[Ultrasound breast]" on (B)(6) 2017: revealed cysts.; on (B)(6) 2023: performed due to irregular glandular tissue upon palpation. The examination found no suspicious echographic elements. "[Ultrasound scan]" on (B)(6) 2020: as part of the monitoring of a thyroid nodule returned without particular findings.; on (B)(6) 2023: she underwent a thyroid ultrasound to monitor a nodule. No abnormalities were found.; on (B)(6) 2023: an ultrasound was performed due to persistent pain in the right foot. The doctor found no images that could determine the origin of the pain. Morton's neuroma was evocated.; on (B)(6) 2025: of the neck vessels due to tinnitus and headaches. The examination returned without particular findings.; on (B)(6) 2025: cervical ultrasound was performed for hearing disturbances and paresthesia of the right hemiface. The examination found involvement of the right trigeminal nerve. "[Ultrasound thyroid]" on (B)(6) 2022: revealed the presence of several nodules. "[X-ray limb]" on (B)(6) 2019: n x-ray of the right shoulder was conducted. The examination revealed "calcification in a crescent shape in relation to calcific periarthritis; (dates unknown): it was revealed arthritic outlines. And no abnormalities. "[X-ray of pelvis and hip]" (date unknown): which returned without particular findings case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis